Manufacturer narrative:
Correction g3: g3 was incorrectly entered in the previous report. The date should have been june 16, 2023.

Event description:
New information noted that the right ventricular (rv) lead was capped on 16 jun 2023 and was replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and caused pacing inhibition. Programming changes were made. The patient was in stable condition.